Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-18237. The pt has 2 ipgs implanted. It is unk which ipg is the affected device, therefore both ipgs are being reported. It was reported the pt experienced persistent pain at the ipg site. The ipg was subsequently explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.